Event description:
Severe knee pain after injections. Info was received in 2004 from a pt, (age unknown), with an unknown medical history, who experienced severe knee pain after injections. The pt's medical history, indications for synvisc, concomitant medications and dates of therapy were not provided. The pt received a series of three injections of synvisc in 2003 into the knee (site unknown) that were not successful. The pt experienced severe pain after the injections that lasted several days. Seven months ago they contacted the physician for medication due to the painful injections. On an unknown date the pt received a cortisone shot (route unknown) that helped pain briefly. A complete knee replacement was planned 6 months later. At the time of this report the pt's outcome was unknown.